Event description:
It was reported that a pump was involved in an under infusion of prograf in the bone marrow transplant care area (programmed amount and delivery rate unk). The customer stated that there was "22 cc of drug left in bag at completion of infusion." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the device is returned in the future, an evaluation will be performed and a supplemental report submitted. During a site visit to the facility on (B)(4) 2013 by baxter (B)(4) medical affairs clinician, it was communicated that the facility has been calculating the over fill in the IV bags incorrectly, using a 10% rule, which is no longer a reliable percentage. The infusion rate is set based on the total volume of the IV bag, assuming a 10% overfill, and hence infusions are finishing earlier than programmed. In relation to the reported symptom, the facility estimated an over fill of 22ml, the amount left in the bag once the infusion was complete. The facility detailed a plan to recalculate an overfill standard and perform necessary validation testing.